Event description:
It was reported that the implantable cardioverter defibrillator reached elective replacement indicator and was replaced due to a concern regarding premature battery depletion. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(4) 2012. No additional information was reported.